Event description:
The customer reported that the device did not coagulate properly. There was no injury to the pt and any bleeding was described as not being excessive. Additional questions were asked to the site in regard to the incident but they were unable to provide further details.

Manufacturer narrative:
Covidien ref no: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found no defects. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. No re-grasp alarms sounded. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.